Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, eccentric, de novo target lesion with significant lesion bend of >45 and <90 was located in a moderately tortuous and severely calcified left anterior descending artery(lad). A 12mmx5.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However upon inflation, balloon would not inflate. The device was removed and it was noticed that the balloon had ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.